Event description:
The pt was charging more than expected and was not seeing progress on the battery charge icon. The recharge interval did not appear to be appropriate; the pt had previously been recharging about once a month. It was noted that the pt charged while asleep. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.